Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the bile duct during a stone removal procedure performed on an unknown date. According to the complainant, when the device was inserted into the anatomy during the procedure, bleeding was observed in the bile duct. In the physician¿s assessment, there was a possibility that the bleeding occurred because the part connecting the shaft and balloon hit the bile duct wall. It was confirmed that there was no alleged malfunction with the extractor pro xl retrieval balloon. The procedure was completed at this time. It was reported that treatment was performed on the patient, though it is unknown what treatment was performed. The patient was reported to be good after treatment.